Event description:
During an inspection, physio-control found that the device was unable to charge defibrillation energy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control further evaluated the device at the failure analysis center and verified the reported failure to charge energy. The cause of the malfunction was determined to be a failure of the high energy storage capacitor, pin one had an intermittent connection with the j502 pcb mounted jack connector. A replacement device was provided to the customer.